Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding a patient implanted with an implantable neuro stimulator (ins). It was reported that that patient just had the ins implanted. Yesterday the patient had a duodenoscopy and did not switch off the device system. Now the patient feels the stimulation, but it was causing a lot of pain and they have urinary retention. The patient made an appointment with their health care provider and switched to another program that caused less pain. No further complications were reported or anticipated.